Event description:
In 2002, the account reported a cbc with the following results: wbc = 3,800/ul, rbc = 1.88x10e6/ul, hgb = 5.6 g/dl, hct = 16.8%, mcv = 89.6, plt = 128,000/ul. The patient was admitted to the hospital for a possible blood transfusion. The hospital obtained the following cbc results: wbc=7,790/ul, rbc = 4.3x10e6/ul, hgb = 13.1 g/dl, hct = 40.1%, mcv = 93.3, plt = 277, 000/ul. Based on the hospital cbc results the patient was not given a transfusion and was released.